Event description:
It was reported that a male patient (born on (B)(6) 1950) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade (CT) requiring a pericardiocentesis and prolonged hospitalization. It was reported by the bwi representative, that a pericardial effusion (pe) was confirmed via intracardiac echo and by the trans-thoracic echo. A pericardiocentesis was done and they were still in the process of removing fluid. The patient is stable. They did not think the patient is going to need surgical repair. The bwi representative spoke with the physician, and they are not sure what may have caused the effusion. The coronary sinus catheter may have been advanced too far into the coronary sinus and it may have caused a tear. They had extensive ablations when it was noticed that the patient had pericardial effusion. The physician was looking at the heart via intracardiac echo and saw the effusion. The adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event was stated to be uncertain, and could¿ve been cs catheter manipulation, octaray in the left atrial appendage (laa) or the ablation catheter manipulation which was challenging. The patient fully recovered and was discharged. The patient required an over-night stay as opposed to the original plan to same-day discharge. A smartablate generator was used (m490002, g4c-1981) and a baylis 71cm needle was used for the transseptal puncture performed. Ablation was performed prior to noting the pe or CT. There was no evidence of a steam pop. It was unknown what phase the event occurred. The flow setting for the irrigated catheter used was 15ml/min. Correct catheter settings were selected on the generator. The pump was not switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on the biosense webster equipment during the procedure. Force visualization features used were¿ graph, dashboard, vector and visitag. Parameters for stability for the visitag module used were resp gated, 2.5mm, 3 seconds, 3g for 25%. No additional filter used with the visitag. Color options used prospectively was ablation index.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 01-dec-2022. It was reported that a male patient (born on 14-jun-1950) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade (CT) requiring a pericardiocentesis and prolonged hospitalization. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested, and current leakage was observed on one electrode during the electrical test due to corrosion on the electrical printer circuit board (pcb). In addition, the product was deflecting and irrigating correctly. A manufacturing record evaluation was performed for the finished device 30887163l, and no internal action was found during the review. It should be noted that product failure is multifactorial. The root cause of the adverse event remains unknown, some issues regarding the product were found during this investigation but based on the information available they were unrelated to the event described. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).